Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was damaged and no longer could charge pump battery. Customer's blood glucose was within range (value not provided). Reportedly, cable was replaced to resolve the issue.